Event description:
It was reported that during a laparoscopic lobectomy procedure, the doctor had difficulty in firing the device and a rasping sound was heard at the second firing. Some staples on the acral part were unformed. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported to the aci sales professional that a patient underwent a coronary catheterization procedure on (B)(6) 2010. Following the procedure, mynx was chosen for femoral arterial closure. The femoral angiogram taken pre-procedure showed what was reported as minimal pvd. The stick location was good and vessel size was appropriate. Hemostasis was successfully achieved and the patient was ambulated and discharged per hospital protocol. On (B)(6) 2010, the patient returned to the hospital with a red and swollen groin. The treating cardiologist referred the patient to the vascular surgeon who decided to perform surgery where he removed foreign material that was reported to be the mynx sealant. The wound was not cultured, however, the material, described as "white and surrounded by pus and serous fluid" was sent to pathology. Results showed the sealant was not infected and was a "sterile sample". No further information was provided.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc45 was returned instead of ec45 device. The device was returned with no visual non-conformances and with a fully fired ecr45d reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape.